Event description:
It was reported that the patient was having "connect power alarms" despite changing the batteries, battery clips and the system controller at different times. The alarm cleared for two weeks but returned. The patient was seen in clinic on (B)(6) 2024. The patient's equipment was inspected and appeared clean and undamaged. The patient stated that since exchanging their system controller, approximately one month ago, they have had around 10 "connect power" alarms. Attempts were made to replicate the issue in clinic however there were no alarms. The patient noted that they had exchanged their system controller twice, once for the "connect power" alarms (B)(6) and once for backup battery (ebb) faults (B)(6). The patient received new battery clips but never new batteries. The patient was instructed to label the sets of batteries with a letter or number to identify if there was an issue with a certain battery or clip set. Log files were submitted for review and did not capture any unusual events other than one power cable disconnect which was associated with a power source change. Related manufacturer reference number: 2916596-2024-05069 (previously report system controller exchange from around a month ago).

Manufacturer narrative:
A4: patient weight requested but not yet provided. B3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that (B)(6) captured backup battery fault alarms on 26jun2024 and was exchanged on (B)(6) 2024.

Manufacturer narrative:
B3: event date updated. Manufacturer's investigation conclusion: the reported event of backup battery fault and power cable disconnect alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing. The event log file downloaded from the returned system controller (serial number: (B)(6)) contained data spanning 4 days ((B)(6) 2024 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms that were not associated with normal battery depletion or power source exchanges from (B)(6) 2024 at 17:51:14 due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The atypical alarms occurred on both the black and white power cables. The log file also captured a backup battery fault alarm on (B)(6) 2024 from 15:31:02 to 15:50:35 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm resolved when an additional load test was performed and the battery passed. The backup battery fault alarm did not return for the remainder of the log file. The driveline was disconnected on (B)(6) 2024 at 11:58:26 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The returned system controller was functionally tested with the returned 14v battery clips (lot numbers: 8667674 and 8715495), a test 14v battery, and mock circulatory loop and no atypical alarms were produced. The system controller functioned as intended during analysis. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the alarms resolved); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, low voltage advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.